Event description:
The implantable neurostimulator was moved from the buttock to the abdomen (reason not reported). During surgery, the hcp noted that the extension was broken and subsequently replaced. Impedances were within normal limits before and after surgery. There was no pt symptoms secondary to the broken lead before or after surgery. The pt outcome was reported as 'no injury, recovered without sequelae'. Additional info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
The extension was returned to the MFR for analysis on 8/26/2008 which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.